Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user's caregiver reported that the ilet touchscreen was cracked and became unresponsive, preventing meal announcements. The user experienced hyperglycemia with a bg level of 360 mg/dl for over 90 minutes and subsequently switched to multiple daily injections (mdi) to correct glucose levels. No medical intervention or hospitalization was required. No long-term health effects were reported.